Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic uterosacral ligament suspension, paravaginal repair and right ureterolysis due to uterine prolapse, cystocele, intrinsic sphincter deficiency, urinary frequency and retroperitoneal fibrosis. It was reported that patient underwent a stage I and stageii interstim implant due to refractory overactive bladder on (B)(6) 2010 and underwent an extensive site-specific anterior repair, perineorrhaphy and cystoscopy due to cystocele and vaginal outlet relaxation on (B)(6) 2012. It was reported that patient underwent removal of interstim battery and tied leads due to nonfunction and painful interstim on (B)(6) 2012. (B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 1/8/2019. No additional information was provided.